Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Functional testing was conducted using a water filled inflation device to inflate the balloon to the rated burst pressure of 20 atm for 5 minutes with no sign of a balloon burst. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed,30mmx2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.0mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, on the 3rd inflations at 18 atmospheres, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patent's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed,30mmx2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.0mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, on the 3rd inflations at 18 atmospheres, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patent's status was stable.